Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the ipg became inoperable during an electrode replacement procedure. As a result, the ipg was replaced during the procedure. Issue has been resolved.